Event description:
It was reported that stent damage and vessel dissection occurred. The target lesion was located in the diagonal artery. A 2.25x12mm promus premier¿ stent was advanced; however, the device was unable to cross. It was noted that the stent strut was raised and "low" dissection was noted. The vessel was ballooned to treat the dissection and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).